Manufacturer narrative:
(B)(4). Review of device manufacturing record history confirmed device met pre-release specifications. Approximately 4.9 cm of distal shaft was returned, and approximately 4.7 cm of the distal end of the distal shaft was severed and not returned to gore. A slight bend was present in the catheter at the dual lumen shaft/hub junction, consistent with pulling on the catheter at the hub region. Based on the device examination performed, no manufacturing anomalies were identified

Event description:
On (B)(6) 2016, a patient presented with a thrombosed left thigh loop graft (unknown manufacturer). An 18-gauge angiocath was used to cannulate the graft and a roadrunner guidewire was passed through the graft centrally. The angiocath was exchanged for a 7fr sheath. An angiogram identified a traumatic fistula between the loop graft and the vein. Thrombus was present at the graft outflow. The graft was declotted with a dvx angiojet. Angioplasty of the outflow was done using an 8x8 conquest balloon. The 7fr sheath was then exchanged to an 8fr sheath. A gore® viabahn® endoprosthesis was advanced and placed at the intended treatment site. However, the gore® viabahn® endoprosthesis started to fold on itself due to deployment line tension. The gore® viabahn® endoprosthesis was fully deployed slightly off the intended target site. During removal of the catheter, the distal tip broke off. The distal tip was able to be removed using an embolectomy catheter. A second gore® viabahn® endoprosthesis was implanted, fully covering the a-v fistula. Angiogram showed good flow within the devices and this was confirmed on outflow clearance. The patient tolerated the procedure well.